Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 99 % of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 407652 implantable pacing lead (B)(6) 2010, 419488 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported the device reached elective replacement indicator (eri) after just three years and the longevity was unexpected. The device was explanted and replaced. No patient complications have been reported as a result of this event.